Event description:
It was reported that this right atrial (ra) lead had perforated resulting in a pericardial effusion. This ra lead was explanted and replaced successfully. No additional patient adverse effects were reported.